Event description:
Related manufacturer reference numbers: 2017865-2022-11830. It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited both pacing inhibition and inappropriate automatic mode switch due to noise over-sensing and the right ventricular lead exhibited pacing inhibition due to noise over-sensing. Programming changes were made to resolve the issue. Patient condition was stable post intervention.